Event description:
As soon as I woke up from surgery, searing hot pain in right side, kept getting worse every day. Made appointment to go to dr. Because of pain, and then he gave pain meds, still didn't help, came back to the dr. And decided the essure needed to come out. And would have to perform a hysterectomy. I had pain for almost 2 months before it was taken out. My tubes were very swollen and inflamed because I had an allergic reaction to the nickle in the essure coils.